Event description:
This initial spontaneous report originating from the united states was received from a technician via a company representative, referring to a female patient of unknown age. This report concerns 1 patient and 1 device. The patient's medical history, drug reactions/allergies and concomitant medications were not reported. On (B)(6) 2022, the physician used a vacuum-induced hemorrhage control system (jada system) (lot number and serial number were not provided) for an unknown indication. The patient had a vacuum-induced hemorrhage control system (jada system) placed in the recovery room following a cesarean section (c/s). The physician attempted to manually remove clots and then the vacuum-induced hemorrhage control system (jada system) was placed. The two physicians present did not think it was working (device ineffective) so they pulled the vacuum-induced hemorrhage control system (jada system) and said it was completely clotted off (device occlusion). They attempted to clean it and even backflushed it, but ultimately, they placed a second vacuum-induced hemorrhage control system (jada system) device. Apparently, she stopped bleeding at that point. By the time they placed the first hemorrhage control system (jada system) the patient had lost more than 1500 milliliters (ml). The availability of vacuum-induced hemorrhage control system (jada system) was unknown. Upon internal review, the event device ineffective was determined to be medically significant. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4648 insufficient information (there is not yet enough information available to classify the health impact.)

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.